Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. As received, neither plastic optical fiber (pof) was protruding. The plastic optical fiber also did not protrude when the device was articulated in all directions. Therefore, the reported complaint incident of ¿catheter component breaks¿ was not confirmed. The catheter was kinked near the distal end. As received, the working channel sleeve protruded. Protrusion remained consistent when the distal tip was articulated by turning the small and large knobs in all directions. A functional assessment for passability was performed. A guidewire (gw) was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another guidewire if different size was then backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle confirming the reported complaint incident of ¿difficult/unable to advance accessories¿. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire was catching on. The reported complaint incident of ¿difficult/unable to advance accessories¿ was confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, a guidewire was inserted from the tip of the spyscope ds but was stuck at the handle. Additionally, the plastic optical fiber protruded from the tip of the spyscope ds which went in and out upon angle manipulation. The procedure was still completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.